Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing using test battery without duplicating the report. The device log was cleared by the customer prior to being received at zoll medical corporation and was unavailable for review. The device was recertified and returned to the customer. The battery used at the time of the report was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device the device did not recognize the batteries were installed. Complainant indicated that there was no patient involvement in the reported malfunction.